Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target vessel was the right coronary artery (rca). The physician felt resistance while the 2.5x20mm taxus express2 drug eluting stent (des) was in the guide catheter. The device did not enter the pt's artery. The entire stent delivery sys was removed and flared stent struts were noticed. The physician then tried a 2.0x12mm taxus express2 des which did not cross the lesion. The procedure was completed with a non-bsc device. There were no pt complications noted as the pt's condition was listed as "ok".

Manufacturer narrative:
.